Event description:
- -

Event description:
Boston scientific received information that during a follow up visit, this lead displayed high out of range impedance measurements. A revision procedure was performed. During the revision procedure, while introducing the guidewire in the lead; resistance was met. It was thought there was a lead fracture or insulation damage. A decision was made to remove and replace this lead. During the removal, the lead became stretched. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, body fluid was noted through out the entire lead lumen. The conductor coils were stretched at 372-350 mm and 506-597 mm. The inner insulation was abraded on both sides at 327-350 mm. The suture sleeve had moved to the lead tip. The stylet could not be inserted into the terminal pin due to the suture sleeve movement. Analysis confirmed the lead was electrically continuous. No lead fracture or out of range impedance measurements were confirmed during analysis.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.